Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 pt had a transmitter that 'stopped' working. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation. The confirmation of  the complaint is not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 pt had a transmitter that 'stopped' working. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The transmitter has no voltage. The reported event of the transmitter that 'stopped' working was not confirmed via product. A probable cause could not be determined via product.